Event description:
This event was reported as endocarditis with rhodococcus staphylococcus, severe shortness of breath, severe mitral insufficiency, flail tissue, dehiscence and perivalvular leak. No further info was provided.